Event description:
It was reported that pump experienced malfunction alarm with code that caller was able to reset. There was no adverse impact to the customer¿s blood glucose level. Customer, with assistance from technical support, performed pump reset, confirmed malfunction did not recur, was advised to continue using pump, and was instructed to call back if malfunction appeared again, which caller acknowledged and understood.